Manufacturer narrative:
Follow-up # 1 date of submission 08/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen was blank. The pump case was opened and the display was found to be cracked. When replaced with a test display, the screen functioned properly. Unrelated to the complaint, the vibration motor contact was unresponsive. When realigned, the vibration motor contacts responded properly. Additionally, the keypad cover was observed to be torn over the contrast button. The keypad functionality could not be assessed due to the blank display; however, the keypad cover was removed and contamination was found under the up arrow and down arrow keypad button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).